Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the clinician interpreted a transmission via merlin.net as reflecting non-sustained right ventricular oversensing episodes via the patient¿s implantable cardioverter defibrillator (sn: (B)(4)). Possible programming changes were suggested. There were also false automated mode switching episodes showing noise on the atrial channel via the atrial lead (sn: (B)(4)). Suggestions were made to verify the integrity of the atrial lead. The patient was scheduled for a clinical visit. No further information was available.